Event description:
It was reported when interrogating device screen went black and a serious programmer error came up. The service disk was tried but did not work. The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, an error was found. (B)(4) : analysis found that the radiofrequency (rf) head would not interrogate devices, the cable was out of specification.